Event description:
Potential user error: vertex vaginal delivery with vaccum extraction x4. Apgars 5 & 8. After delivery the infant became hypotensive and was transferred to the neonatal unit. The infant developed cephalhematoma and low hemoglobin and hematocrit. Upon discharge the occipital swelling and subgalial hemorrhage was resolving.